Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 550 mg/dl. The customer went to the emergency room (ER) and was treated with fluids. After 4 hours the customer left the ER with a bg of 220 mg/dl and in stable condition. The customer alleged the pump was not delivering insulin as bg did not decrease when a bolus was delivered. The customer declined tandem technical support's offer to troubleshoot. The customer reverted to using manual injections for insulin therapy.